Event description:
A peritoneal dialysis pt reported getting air in cassette message on cycler. Tech service was called to troubleshoot and advised pt to take the bag off the shelf and hang it up. In doing so the fluid line became damaged, resulting in fluid squirting. It is unclear if this is how the small amount of moisture got into cassette compartment. There is no known pt ill effect. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.